Manufacturer narrative:
Approximate age of device: 1 year. (B)(4).the lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information was received from the (B)(6) registry stating: presented to ccu 11/24 with decompensated heart failure. On 11/25 rhc, which showed elevated filling pressures (wedge 35), indicative of possible lvad failure (but no vad alarms). Lvad speed was increased to 9800 to see whether this would help with acute lv failure. The night of 11/25, a dr. Cart was called after pt became tachypneic. He was placed on bipap but then lost mental status and had no dopplerable pulse. During code pt had persistent pea and never had a shockable rhythm. Cause of the code was thought to be hypoxia.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a patient with ischemic cardiomyopathy status post lvad presented to the ER with chest pain and shortness of breath. He developed non-radiating central chest pain and shortness of breath that changed from on exertion to at rest as well. Chest x-rays showed pulmonary edema versus bilateral infiltrates. He was placed on bi-level positive airway pressure (bipap) and given normal saline and intravenous lasix with rapid improvement in symptoms. The patient was transferred to the implanting center and on arrival, he was on bipap and denied chest pain or shortness of breath. He stated that when he had the chest pain earlier, it was not tender to palpation and the chest pain improved with sitting up, but the shortness of breath only improved with bipap and was not positional or pleuritic. On (B)(6) 2014, the patient became unresponsive, lost pulses, and expired. The patient was noted to be in pea (pulseless electrical activity) and then asystole on telemetry and cart monitoring ekgs (electrocardiograms).

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.